Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia) and below-the-knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the first inflation, upon reaching 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.